Manufacturer narrative:
(B)(4). Batch # t5c63k. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the first device did not function at the first firing on the duodenum, and its battery generated heat. And it was also reported that the jaws of the 2nd device did not open after the first firing on the duodenum. The manual override lever was used to release the device. It was unknown whether the knife returned to home position when the event occurred, or not. The target tissue was cut properly, and the deployed staples were formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4).batch # t5c403. Investigation summary: the analysis found that one psee60a device was returned with a non-working firing mechanism and with no cartridge loaded on the device. No further functional testing could be performed due to the condition of the device. The device was disassembled in order to evaluate the condition of the internal components and the black motor wire was noted to be disassembled from the motor terminal, therefore making the device non-functional. The cable was reconnected and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. No conclusion could be reached as to what may have caused the wire to disconnect from the motor terminal, one possible cause is that during transit the wire may have been disconnected, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.